Manufacturer narrative:
Device manufacturing records were reviewed.review of mnaufacturing records confirmed sterilization for the lead prior to distribution.

Event description:
It was reported that the vns patient was to be explanted that next day due to infection. It was reported that the patient had recently undergone generator replacement surgery. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the infection. Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
If explanted give date, corrected data: the initial report indicated the device was explanted; however, it was not. The information has been corrected on this report. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization prior to distribution.

Event description:
The patient¿s implant information was received as well as additional information from the patient¿s physician. Per the physician, the patient¿s device was not explanted. The patient had the wound checked on (B)(6) 2013 and was then admitted for infection. Irrigation and debridement of the generator site was performed and the wound was closed again. The patient was also given antibiotics. The infection resolved following that surgery. The patient has not been seen by this physician since the infection resolved.